Event description:
It was reported by dealer that the (B)(4) concentrator is loud and chirps. The dealer stated the sieve bed is blown. The dealer stated unit shuts down with 3 green and 1 red. No patient or usage details were provided. No injury or property damage was reported.